Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 308 mg/dl. Tandem technical support performed a system check and found that the tubing needed to be changed. Reportedly, the customer was using a u-500 insulin. The customer indicated that after the infusion set was changed, the bg level would be addressed with a correction.